Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies intraperitoneally (ip) for automated peritoneal dialysis (apd) and continuous ambulatory peritoneal dialysis (capd). In 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. Treatment information and action taken with dianeal therapy were not reported. The outcome for the peritonitis was unknown. Medical history and concomitant medications were not reported. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.